Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that a falsely elevated alinity I afp result of 86.06 ng/ml was generated on (B)(6) 2019 and was questioned by a physician. The patient was redrawn on (B)(6) 2019 and tested using the architect afp method which generated a result of 1.60 ng/ml. The first sample was then retested on the alinity I processing module and the result was 2.09 ng/ml. No adverse impact to patient management was reported.

Manufacturer narrative:
The abbott field service representative (fsr) inspected the alinity I processing module, sn (B)(4), and noted crystals in the buffer manifold r1, the sample connector, and the sample/r1 buffer pump, and removed them. The fsr then replaced the six wash zone probes to prevent possible blockage due to crystallization. The alinity wash zone probes were determined to be the cause of the issue with discrepant afp results. A review of the service history for the alinity (B)(4) did not identify any contributing factors to the customer issue. There have been no additional occurrences of discrepant afp results after the wash zones were replaced. Tracking and trending did not identify any systemic issues or trends associated with the complaint. Manufacturing documentation was reviewed, and no issues were identified. Based on the investigation, there was no systemic issue or deficiency identified for the alinity I processing module.